Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the insulin pump alarmed. The customer's blood glucose was 488 mg/dl at the time of incident. The customer's blood glucose was 249 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated he had to reset the time after battery change. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.